Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic has been pulled out of the haptic insertion area. A bulbous tip is observed, on the haptic. The optic is split across the opposite haptic insertion area. The optic is cut in half, typical of insertion and removal from the eye. Cracks are observed, on both pieces of the optic. One half of the optic has a large split/torn area. Marks in the shape of a surgical instrument used to grasp the lens is observed, near the edge of the optic. The fil indicates the use of a non-qualified cartridge. The company lens model is only qualified for use in the company cartridges. The reported lens damage was observed. The root cause is most likely related a failure to follow the IFU (instructions for use). The account used an unqualified lens/cartridge combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, following insertion of the iol, the surgeon noticed that the iol was torn. The surgeon removed the iol during the initial procedure. Additional information was provided by the nurse that no new lens was implanted on the same day due to the capsular bag might not strong enough. The surgeon will schedule patient to come back for a secondary procedure. No more additional information is available.